Event description:
It was reported that upon interrogation, patient's rate was 95 as-vs. The patient was not ventricular pacing at all since last interrogation (implanted 12/30/05 with no device check since). Marker channel showed vs-vr-vs-vr, and it did not correspond to the surface EKG at all. Unable to get any ventricular capture at maximum outputs raising the rate to 105ppm. The lead was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that upon interrogation, patient's rate was 95 as-vs. The patient was not ventricular pacing at all since last interrogation (implanted 12/30/05 with no device check since). Marker channel showed vs-vr-vs-vr, and it did not correspond to the surface EKG. Unable to get any ventricular capture at maximum outputs raising the rate to 105ppm. The lead was replaced. A medwatch voluntary form 3500 was subsequently received reporting the lead was nonfunctioning. No patient complications were reported as a result of this event.

Manufacturer narrative:
Other: it was reported that upon interrogation, patient's rate was 95 as-vs. The patient was not ventricular pacing at all since last interrogation (implanted in late 2005 with no device check since). Marker channel showed vs-vr-vs-vr, and it did not correspond to the surface EKG. Unable to get any ventricular capture at maximum outputs raising the rate to 105ppm. The lead was replaced. A medwatch voluntary form 3500 was subsequently received reporting the lead was nonfunctioning. No patient complications were reported as a result of this event. No conclusion can be drawn, capture, failure to, pace, failure to.